Manufacturer narrative:
Evaluation: the iab was returned with blood noted on the exterior of the unfolded membrane. Visual examination revealed the membrane to be aneuryzed at a location of 1.5" distal to the catheter/membrane junction. In addition, the area within the aneurysm was noted to be torn. A portion of the sheath tubing was not present on the catheter tubing. It was not possible to pump the balloon on the laboratory system 90 iabp due to the condition of the returned membrane. Probable cause of difficulty: based on the condition of the iab, it was not possible to satisfactorily examine the balloon to determine why it would not inflate or to verify the rpt'd difficulty. In general, augmentation and inflation difficulties may be attributed to one or more of the following: 1. The balloon was placed subintimally. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The proximal portion of the membrane remained within the sheath. 4. The iab failed to completely unfold because the user failed to inject at least 30 cc. Of air as advised in the instructions for use. 5. The catheter kinked within the pt, possibly due to severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improved balloon performance. Having the opportunity to examine a completely or loosely folded membrane may have provided some additional info into the rpt'd problem. The condition of the returned membrane suggests that the membrane was tested without a regulated air supply.

Event description:
The contact reported that there were a lot of problems trying to inflate the balloon with another co's pump. Event complications: unknown - reported 3/18/97. Pt's current status: unk - rpt'd 3/18/97.